Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified vessel. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the fifth inflation at 20 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.